Event description:
The lay user/patient contacted lifescan in 10/05 and alleged that her one touch ultra meter was giving error 2. The medical affairs specialist (mas) called and spoke with the patient on 10/12/05, who verified/provided additional information. The patient had been having difficulty using the meter. She could not say how long she has had the meter. It was discovered during troubleshooting that the patient's testing technique was incorrect. She was pulling the test strip out of the metter in the middle to get the results. She was also placing the control solution in the test strip port. The customer service agent walked her through a successful control solution test- 129 mg/dl (99-134). However, when she tested on her own, she kept getting error 2 message again. The patient informed the mas that she went to the doctor and told him that she did not have a "working meter" and a lab test was performed at the doctor's office. She was not experiencing any symptoms at the time of concern. She was later called with the result of that test (172mg/dl), which does not reflect serious injury. She did not receive any medical treatment or intervention. She had continued to take her set amount of oral medications and did not deviate from it. A replacement meter and test strips were sent to the lay user/patient.